Event description:
It was reported that this insertable cardiac monitor (icm) monitoring was disable due to a device malfunction. The patient is not monitored due to an unrecoverable fault; device replacement is needed to continue monitoring. The icm remains in service and no adverse patient effects were reported.